Manufacturer narrative:
(B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter; post-implant deep vein thrombosis". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2004 . It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected: adverse event to product problem, serious injury to malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 02feb2018 as follows: pt allegedly received an implant via the right common femoral vein on (B)(6) 2004 due to recurrent pulmonary embolism while anticogulated with coumadin. Pt is alleging deep vein thrombosis.